Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with sustained ventricular tachycardia (vt) at 185-195bpm and no therapy was provided by the subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device programming identified that there was possible undersensing as the rate cutoff was programmed to 170bpm. It was noted that a magnet had not been used by the emergency room staff. A boston scientific technical services consultant discussed the clinical observations with the caller and requested the device memory be sent in for review. A boston scientific engineer reviewed the data and confirmed no magnet application and further discussed potential reasons for the therapy to be withheld. The patient underwent further testing for detection comparison to see if there were any tachycardia transitions. It was determined that therapy was withheld due to suspected morphology similarity between the patient's template and his vt. The patient's device was programmed to no longer have a template. No additional adverse patient effects were reported.